Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 90-181 mg/dl. Prior to the call with tandem technical support, the customer changed the cartridge and infusion set multiple times and ultimately, went off the pump. No troubleshooting could be performed to determine a root cause. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.